Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle, during preparation for a biopsy procedure. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has not been received by for evaluation. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.